Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell. Upon interrogation, no capture threshold was noted on the left ventricular lead. During the revision, fluoroscopy showed lead was pulled back into the main coronary sinus. The lv lead was explanted, and the device lv port was plugged. The patient was stable.